Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was going fast through batteries and when he inserted a new battery the display didn't turn on. The customer stated that the display was blank less than 30 seconds. He confirmed that the battery cap was not damaged or corroded. Blood glucose value was 250 mg/dl. It was advised that a battery cap replacement would be sent, to monitor the device and call back if issue recurs.